Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID neu_adaptor_acc, product type: accessory. Product ID 3387-28, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that there was a torch wrench defect/anomaly during a procedure. When connecting the lead and adapter during deep brain stimulation (ins) implantation into subthalamic nucleus (stn) on both sides, there was a clicking sound the first time the torque wrench was used. The second time the wrench was used, there was no clicking sound, so the screws were tightened too much. A load was applied to the adapter section, causing it to bend/curve. Further stated as the adapter was damaged due to the torque wrench usage. After the torque wrench was turned, it was used with both tips pressed down so that it did not cause any strains, but this caused it to bend even more. Afterwards the resistance values were measured, abnormal resistance values were displayed for all electrodes. As such, the adapter was removed and replaced, but the resistance value of electrode number 3 was still displayed as abnormal. There were broken electrodes on the lead. The lead and adapter remained implanted. Only the #3 electrode could not be used, the patient was told this, and agreed to use the lead if it does not affect the therapy directly. Due to the continued abnormal resistance values, it was felt it was necessary to remove the lead in the future and place it again. Using the torque wrench felt strange, but unfortunately it was lost during the procedure. The rep received a request to collect the removed (damaged) adapter at a later date and confirm the cause. No x-ray was taken. The issue was not resolved at the time of this report. The physician¿s opinion regarding seriousness was considered severe. The rep reported two weeks later that it was not confirmed that abnormal impedance was due to either high impedance or low impedance. However the physician told them that there was a possibility of fracture, the rep inferred that high impedance was indicated. X-ray images were taken and showed the position of the leads, and there was lead continuity. The indication for use included parkinson¿s disease.